Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available in data management system. Based on the analysis, it was observed that the customer was using the estimated glucose value displayed by the eversense app for the calibration instead of using fingerstick blood glucose (bg) measurement which would have most likely led to the inaccuracies. This is not the intended use of the device. The root cause can be attributed to the user error. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hyperglycemia event due to alleged sensor inaccuracies on 15-march-2022 at 10:11 am. The reported blood glucose (bg) value was 191 mg/dl and sensor glucose (sg) value was 144 mg/dl. User complained of not receiving high glucose alerts as sg value did not cross the high alert threshold of 175 mg/dl. User was not symptomatic, did not require medical treatment and was able to self treat.